Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12933, reference MFR. Report#: 1627487-2018-12932. It was reported that the patient underwent surgical intervention where the scs system was explanted for an unknown reason. No further information is known at this time.